Manufacturer narrative:
Device is not available for investigation.

Event description:
Per customer, pt has infection from hydroset, so there is a procedure scheduled to remove the infected hydroset. No further info is available at this time.